Event description:
Customer reported having hypoglycemia and low blood glucose. Customer's current blood glucose reading was 207 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.